Event description:
It was reported that the dependent patient presented remotely via merlin.net transmission. Review of the transmission revealed non-sustained right ventricular oversensing; the implantable cardioverter defibrillator was post-paced t-wave oversensing. The patient was asymptomatic. The patient was evaluated in-clinic and programming changes were performed.